Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - did this event contribute to any patient adverse event? If yes, please explain. --no. The following information was requested, but unavailable: - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a tension reducing suture surgery on (B)(6) 2026 and barbed suture was used. During the patient's surgery, the doctor performed a tension reducing suture operation, and the lead surgeon used suture to perform skin suturing. When the suture penetrates the skin, the tail end of the suture suddenly breaks. After discovering abnormal consumables, medical staff immediately suspended the operation and evaluated the fracture situation together with the surgeon. According to the on-site doctor's judgment, the remaining usable length of the broken suture is sufficient to complete the remaining suturing operation, and by adjusting the suturing method reasonably, the surgery can be completed without increasing the patient's additional trauma and cost. To ensure surgical safety and patient interests, the medical team confirmed the feasibility of the surgical plan on site and continued to complete the surgery. No adverse patient consequences were reported. Additional information was requested.